Manufacturer narrative:
(B)(4). Eval, results: (occlusion); (stenosis distal to the ipsilateral limb); (other MFR's stents). Eval, conclusion: (other MFR's stents).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approximately two months ago. The pt had a 42.4 mm diameter aaa. The bifurcated stent graft was implanted on the pt's left side. Aneurysm and vessel morphology were aortic neck 22 mm in diameter and 26 mm long, with mild angulation, mild thrombus, and mild calcification. Iliacs had mild calcification other than an area of stenosis distal to the ipsilateral limb. It was reported that the physician placed another MFR's 9mm stent in the area of stenosis and flared it into the endurant limb and distally into the external iliac artery. Approx three weeks later, the ipsilateral limb was found to have occluded all the way up to the flow divider possible because the other MFR's stent may have kinked. With difficulty, the wire was inserted and a balloon was used to remove as much of the clot as possible. The other MFR's stent was ballooned to straighten it. There was a piece of clot sitting at the flow divider that could not be removed; therefore, the right side was accessed, but the remainder of the clot could not be removed. The physician then placed two endurant iliac extension limbs, one on either side of the flow divider, using the kissing technique, which secured the clot between them. The pt was put on coumadin. There was good blood flow bilaterally. No additional clinical sequelae were reported and the pt is fine.